Event description:
Reportedly, the physician interrogated the subject alizea dr with smarttouch programmer and the time to rrt was less than 3 months when the battery voltage is 3.12v. The pacing rate is 70bpm. It was not possible to perform the tests. When interrogating with an orchestra programmer, the time to rrt is 10 to 15 years.